Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the complaint could not be duplicated or confirmed. There was no visible damage to the keypad cover. All of the keypad buttons were normally responsive, and no contamination was found under the keypad button contacts.

Event description:
On (B)(6) 2015, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.